Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012507185 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink and twist at approximately 1.56 inches from the tip. The steering mechanism and deflection test revealed the sheath tip did not return to its original position. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.08928 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.01671 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00992 psig. All performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the sheath failed the returned product inspection due to a kink/twist was observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath was unable to deflect as the area of the sheath tip that deflects was twisted and not bending normally. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.